Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient call was received and patient indicated that shock therapy was administered by the right ventricular (rv) lead. The patient also reported hearing beeping/alert tone coming from the implantable cardioverter defibrillator (ICD). It is unknown if intervention was performed. The ICD and rv lead remains in use. No further patient complications have been reported as a result of this event.